Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a patient regarding a patient who was implanted with a neurostimulator for gastro intestinal/pelvic floor issues. It was reported that the patient was experiencing pain in their left groin. It was noted that the implantable neurostimulator (ins) was implanted on the right side. The stimulation was on program 4 at 1.7 v. They were wondering if the pain could be related to the device and therapy. They hadn't tried turning the stimulation off to see if the pain subsides. The patient was experiencing diarrhea during the holidays so they turned the stimulation down from program 4 at 2.5 v. There were no falls or trauma that could have been related to the issue. They were going to turn the stimulation off to see if that would resolve the issue. On (B)(6) 2017, the patient reported the same issues. They tried to call a healthcare professional (hcp), but they hadn't returned their call yet. They were getting frustrated, but would continue to try to follow-up with the hcp. They stated that they may just have the device taken out and return to taking laxatives if they couldn't get the help they needed. There were no device issues reported. Additional information was received from a patient on (B)(6) 2017. The patient was having diarrhea type runs that were not real runny and not so much bladder running. This has been doing it now since they called. The patient turned off their device on friday cause of a flare up which started on monday, at least seven days ago, and they have not turned it back on. The flare up started before it was shut off. Thepatient was in so much pain they did not know what to do and stated that it was crying pain right in the groin. The device was noted to be on the right hand side while the pain was on the left side. The pain was in their groin and back area. Their stool runs and the patient would rather have the stool running because nothing was working anyways. The device was not working properly. The patient used to put on different settings and could get it to work, but this time n othing is working. The patient went up with it, down with in, every direction with every number setting, but it just brings severe pain. The pain was unbearable all the way down their leg and in their groin. It was the worst pain you can imagine for 3-4 days now. The patient went to the emergency room but they did not really know what to do with it. No testing was done and the patient was not given any medication. The patient called their hcp on friday, but none of the nurses have called them back. Additional information was received from a patient on (B)(6) 2017. The patient experienced a loss or change of therapy. The patient noted when they first got it they had some issues with settings. The patient was having diarrhea, urination problems, couldn¿t control their bowels, was doing the same thing, did not feel like they had to go to the bathroom but their pad was like it had a full bowel movement, and their bowels started running. The patient would adjust it to maybe get their bowels to slow down. They had to get the big bags and stated that they would stink. The patient started that these issues began on the second or third day after being implanted which conflicts with previous information starting that the issues began in november.